Event description:
Staff report that the bd bags are stiff, and when primed, air bubbles form which creates excessive amounts of air bubbles to enter the IV tubing line. This causes the cadd pump to alarm and either interrupt the infusion or fail to dispense the dose of medication to the patient. Staff attempted to mitigate the issue by asking if our hospital pharmacy could prime the bag to clear the bag/line of air, or that the bag be "over-filled" to help push out the air. Both ideas were intended to find a way to avoid having to prime the bag, in the hope that the bubbles would be gone before they set up the pump for home infusion.